Event description:
It was reported that an ilet user experienced elevated blood glucose after lunch, with readings around 208¿223 mg/dl, despite changing the infusion set to a new abdominal location and confirming a similar fingerstick value; the user cited a stressful day and consumed a meal including a cheeseburger, green beans, watermelon, cheese, unsweet tea with half and half, and nuts, and was advised to allow time for the new site to take effect. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial